Event description:
Received info reporting the electrode for the right hemisphere was misplaced and position of the lead needed to be corrected. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.